Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 59 mg/dl and was addressed by ingesting carbohydrates. Reportedly, the customer stated that the low bg may be due to either the malfunction alarm or possibly because they may have overbolused for dinner; however, tandem's technical support was unable to confirm over-bolus due to the malfunction. It was confirmed that the customer had an alternate method of insulin delivery available.